Event description:
The manufacturer received information alleging a "service required' error code related to high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow path thermistor and sensor board were replaced to address the issue.